Event description:
It was reported that the device suffered broken claws. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken small/large claw. Replaced front cover, rear case, left/right handle, barrel clamp, tube/sleeve drive arm, carriage block assembly, lch module assembly, retainer, wiper seal, left/right iui connector, & lower housing. Performed calibration. Based on the findings, service determined that the probable cause of the reported issue was due to wear of the cover front syringe a review of the device history record for sn: (B)(6) was performed, which showed the device had a manufacture date of 30apr2015 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device suffered broken claws. There was no patient involvement.